Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 185 mg/dl. Additionally, it was reported that when the t:case was removed, the cartridge came off of the pump. Customer successfully reloaded the cartridge to address the event. Insulin delivery was resumed.